Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device had thirteen years of remaining battery longevity but showed ten years remaining after a few months. Boston scientific technical services (ts) stated that patient had a chronic atrial flutter and discussed how chronic atrial flutter can affect device battery longevity. To date, this device remains in service. No adverse patient effects were reported.